Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken drill bit. The drill bit broke off in the drill guide while the surgeon was drilling a hole in order to place a screw. It was confirmed they used another drill bit in the tray and nothing fell in the patient. The doctor was able to complete the case.

Manufacturer narrative:
The returned device was examined. The tip was not found broken as reported; instead, it was bent. The cause of the event cannot be conclusively determined. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.there was no patient injury, adverse event, or medical intervention in association with this report.